Manufacturer narrative:
Evaluated by reporting facility.

Event description:
The manufacturer received information alleging a bipap vision had a ventilator inoperative condition. The patient was placed on mechanical ventilation and later expired. The device was evaluated by the reporting facility. The reporting facility was unable to duplicate the ventilator inoperative condition. The device operated and alarmed to design specifications. The device will not be returning to the manufacturer for investigation. Product labeling states, " the bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient."